Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) scs lead was explanted and replaced due to loss of stimulation as a result of high impedance. Prior to the procedure, reprogramming was attempted; however, stimulation was only restored for a week. It was also reported troubleshooting was attempted to no avail. Effective stimulation was restored with the surgical intervention. According to event report form, the date of event is (B)(6) 2014.